Event description:
The article, "balloon-expandable versus self-expanding valves in bicuspid aortic stenosis: insights from the swedeheart registry", was reviewed. The article presented a prospective, multicenter study to compare clinical and hemodynamic outcomes between balloon-expandable valves (bev) and self-expandable valves (sev) in patients with bicuspid aortic valve (bav) stenosis. Devices included in the study were evolut, sapien, acurate, and portico/navitor. The article concluded that both bevs and sevs were feasible with similar clinical outcomes in bav stenosis. Sevs had better hemodynamic outcomes but more paravalvular leakage. Randomized trials are needed to determine the optimal valve choice. [The primary and corresponding author was antros louca, department of cardiology, sahlgrenska university hospital, gothenburg, sweden, with corresponding email: antros.louca@gu.se]. The time frame of the study was from 01 january 2016 to 30 september 2022. A total of 577 patients were included in the study, of which 8 (1.4%) received an abbott device. The average age was 76.8 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, prior cerebrovascular incident, and prior pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of balloon-expandable versus self-expanding valves in bicuspid aortic stenosis were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, prior cerebrovascular incident, and prior pacemaker. Some of the complications reported were stroke, unexpected medical intervention, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: balloon-expandable versus self-expanding valves in bicuspid aortic stenosis: insights from the swedeheart registry.